Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager failed because of the latch micro switches were really dirty. The field service engineer cleaned and greased to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system remote manager constantly failed. The customer added that this malfunction caused a delay in retrieving medication to patient as the user had to recover remote manager so many times. However, there were no adverse events or injuries reported based on this event.